Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer noticed an arterial line waveform they had never seen before on the cardiosave intra-aortic balloon pump (iabp). The patient was noted to be a 13 year old and the getinge representative explained that they would be troubleshooting as though this were a 5¿0¿ adult. Screenshot revealed a perfect, repetitive artifact like pattern on every inflation. The customer was directed to change over to the transduced fluid lumen for alternate arterial pressure (ap) access which revealed a beautiful waveform with no artifact. It was later reported the patient's blood pressure (bp) had improved slightly over the last shift, but the fiber optic waveform began to look similar again to how it looked the first time they called. They had switched to the transducer again. The transduced waveform was clean and crisp. The heart rate (hr) was in the 130s to 140s, and the bp was in the 115/60s with a map in the 80s. Augmentation ranged from 100- 115. The getinge representative noted that the iab pressure waveform had narrowed slightly from prior calls and the iab status bar showed only 25-50 percent filling. The waveform was also less ¿chairlike¿. They were advised that the iab should continuously fill to 50 percent to avoid clot formation on the membrane. The customer stated that it did fill higher when the hr was in the 120s and had been noted to be very sensitive to hr changes. A recent chest film showed good location of the iab. They discussed possible kinking in the catheter that may have caused less filling vs hr increases. Advised that a log roll or pillow to the insertion side may possibly help with helium shuttle. The customer felt that based upon much of what had been attempted in the last 24 hours, the hr rising causes the iab pressure waveform to change, and to fill less. They began dobutamine recently and this caused a slight increase in the hr, resulting in less filling of the iab. They will discuss again with physicians about managing the hr. The patient was reported to be comfortable and resting much easier than yesterday. The patient was transferred to another unit due to being placed on ECMO. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).